Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer was experiencing high blood glucose levels of 400 mg/dl to 500 mg/dl. The customer stated that one infusion set came out while he was sleeping. The customer stated that the tubing was annoying because it extended across his body. The customer treated himself with a manual injection. The customer did not think it was an infusion set issue but rather a response to the insulin. The customer stated that he was meeting with an educator to make adjustments. Nothing further reported.